Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. Reportedly, customer will load a new cartridge to address the issue. Customer¿s blood glucose level was 127 mg/dl.